Manufacturer narrative:
Eval codes: a photograph of femoral component was provided and shows very minimal bone cement adhered to the backside of the device. Two x-rays were rec'd from (B)(6), 2013. The ap view shows an area on the medial femoral condyle that appears to be of poor bone quality; however, this cannot be determined conclusively from the x-rays provided. Surgical notes from 2005 state that the pt had bone loss medially on the knee which supports the x-ray review of poor bone quality medially. The femoral component was implanted after the tibial component and there is no indication that a second batch of cement was mixed for the femoral. The lps flex surgical technique recommends to use two batches of cement and to mix each batch prior to implantation of each component. It also states the cement should be in a doughy consistency when ready for use. The revision surgical notes from 2014 indicate that the femoral component was grossly loose and the pt had extensive femoral osteolysis and extensive bone loss. It is possible that the cement was past the doughy state when applied to the femoral component which would prevent it from adhering properly and could lead to loosening; however, this cannot be confirmed. Also, the pt's bone quality could have been a factor in the loosening of the femoral component. A definitive root cause cannot be determined at this time. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
It was reported that the pt was revised due to pain and femoral loosening.